Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes.other detailed information such as the reprocessing method was not provided.there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted the user and got the information that following microbes were detected from the sample collected from the subject device as a result of microbiological testing by the user facility. [First time; (B)(6) 2021] pseudomonas aeruginosa, klebsiella oxytoca (48 cfu). [Second time; (B)(6) 2021] pseudomonas aeruginosa, klebsiella oxytoca, ochrobactrum anthropi (110 cfu) the subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) checked the subject device and found the following. The universal cord was leaky. The distal end insulation test had failed. The bending section was heavy, tension or had poor bending form. The adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. The angulation control knobs could not be locked correctly. The universal cord was buckled or wrinkled. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) confirmed that dirt on the tip of the insertion section. Omsc obtained the information from the user facility that the subject device had been repaired by a third party. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and (B)(4), there was the possibility that this phenomenon was attributed to the following. The user facility had not performed the reprocessing according to the instruction manual, so the reprocessing of the subject device was insufficient. Reprocessing was incomplete due to repairs by a third party. Contamination occurred during the microbiological test sampling by the user facility. If additional information is received, this report will be supplemented.